Event description:
It was reported that after deployment of the absolute stent in an unspecified vessel, when retrieving the delivery system through the deployed stent, the olive on the delivery catheter caught on the distal stent margin. After some rotation and manipulation, retrieval of the delivery catheter was achieved without adverse patient effect. There was no significant clinical delay in the procedure. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing the stent delivery system post deployment and/or the tip catching on the newly placed stent during removal may be related to, but not limited to, poor opposition of the newly placed stent, anatomical conditions, kinks in the distal stent holder or manufacturing related. In this case, it is be possible that anatomical challenges may have contributed to the reported difficulties. If the stent is placed within a bend or tortuosity in the anatomy, the tip may interact with the stent struts during withdrawal. Overall, without having the device to examine, a conclusive cause for the reported difficulty could not be determined. However, there is no indication to suggest a product quality deficiency. To ensure this is not a result of a product deficiency, 100% of the tips are inspected during loading of the mandrel on the manufacturing line. Additionally a tip pull test is performed during reliability testing on-line.